Event description:
It was reported that during a routine pulse generator procedure, the right atrial lead exhibited intermittent sensing and capture. The lead was capped and replaced. The patient was fine post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.